Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed the isi rep is continuing to work with the customer for proper operation of the nir camera system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that the light guide cable for the near infrared (nir) handheld camera system was getting really hot. The technical support engineer (tse) recommended checking that the correct light guide cable and adapter for the nir camera system were being used, and ensuring the light guide was fully seated into the light source. It was also advised that the light source should not be left on without a scope or camera attached, and should be in standby mode when not in use or when unattended. There was no report of patient injury.